Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the customer removes the "small extension tube on the end of the tubing due to other leakage issues".